Event description:
A malfunction alarm was reported with no notable events occurring prior. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump with instructions to call back if any issues reoccurred.